Manufacturer narrative:
(B)(4). The exact date of this event is unknown; however, the event occurred approximately around (B)(6) 2013. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked from the tubing during priming. The device was being used with an unknown chemotherapy solution, a bag, and a pump. Reportedly, the nurse noticed a kink in the tubing, which was later identified as a cut, and when she moved the tubing, chemotherapy solution leaked onto her hands. No additional information is available.